Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the drawer 3.2 was not detected on bus. A field service engineer (fse) removed the panel, reseated the pyxibus cable, and all drawer board components were also reseated. The station was then rebooted, and hardware test application (hta) was launched. Fse utilized hta to release the cubies and once the cubies were removed, the side panel was taken off to expose the row board cable, which was then reseated. Fse reseating the row board cable and placed back side panel onto the device, and the cubies were returned to the tray. Fse rebooted the station, and the application was launched, hardware testing was completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers failed, and the bus was not detected. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.